Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced weakness following implantation. As a result, the patient was hospitalized for diagnostic studies and the physician determined that there was no noted weakness. Therapy was restored and the patient was stable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.